Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer wanted to require a witness for the clearing of all controlled-medication discrepancies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer wanted to require a witness for the clearing of all controlled medication discrepancies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the witness was required when clearing all controlled medication discrepancies. A technical support specialist (tss) dialed into the server, but the care fusion admin password on rss was not correct. Tss contacted customer and informed that the password had been changed. Tss emailed the guide how to get the set up done in the es weblink. Tss attempted to reconnect with the customer but received no response.